Event description:
Type of procedure: two level kyphoplasty, levels implanted: l2, l1 it was reported that during a balloon kyphoplasty procedure at l1 and l2, the balloon would not advance down the cannula. Air was purged out of the balloon with a 30cc syringe; however, the balloon still failed to advance down the cannula into the vertebral body. The physician created a larger and once the balloon was able to successfully enter the vertebral body, it ruptured in the patient. There were no known fragments of the balloon left in the patient and no allergic reaction to the contrast media. Reportedly, the physician aspirated and flushed the media out using saline. The procedure was completed successfully using another balloon.

Manufacturer narrative:
Additional information: product analysis: visual and optical examination of the complaint returned ibt¿s did not identify rupture or tear in their respective balloons. Complaint return ibt¿s partially inflated as received. When deflated, the balloons did not fully collapse, preventing the balloons from starting into the stylus cannula. Also, the stylus used during complaint event were not returned for analysis. Inconclusive; unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.